Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 300-311 (mg/dl). To address the bg level, the customer delivered correction boluses with the pump. Reportedly, the customer consumes more snacks when under the care of father. Additionally, the contact reported that the customer's father does not monitor customer's bg levels as closely and provides snacks without considering impact to the customer's bg level. Recommendation was made to consult with health care provider regarding diabetes management.